Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer ran ten patient samples on the dimension xpand plus and a dimension rxl max instrument to compare the results. All results were comparable between the instruments. A siemens technical applications specialist (tas) was dispatched to the customer site. The tas evaluated the instrument data and did not find an instrument malfunction. The tas also ran patient and quality control comparison tests between the dimension xpand plus and a dimension rxl max and everything matched. A contamination check was performed and resulted negative. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand plus w/hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was rerun twice on the same instrument, resulting lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.